Event description:
Per the customer, they were concerned about the amount of blood loss the surgical team thought occurred (1800ml) vs the triton number of 842. Starting hb value of 12.2 and dropped to 8.9 with 2 units transfused intraoperatively. The procedure was completed successfully without a surgical delay; no medical intervention or adverse consequences were reported.

Manufacturer narrative:
Additional information: for background, stryker acquired gauss surgical inc. (¿gauss¿) on september 1, 2021. The majority of the late mdrs resulted from a retrospective review of reportability decisions made prior to the acquisition. Additionally, stryker has determined that a CAPA is needed to improve the post-acquisition complaint review process ¿ as a result, CAPA #3338129 was approved on june 14, 2023 and opened on june 19.

Event description:
Per the customer, they were concerned about the amount of blood loss the surgical team thought occurred (1800ml) vs the triton number of 842. Starting hb value of 12.2 and dropped to 8.9 with 2 units transfused intraoperatively. The procedure was completed successfully without a surgical delay; no medical intervention or adverse consequences were reported.